Event description:
It was reported that the implant had not worked right ever. ¿they want to put a new one in me.¿ the patient had inadequate relief and stimulation wasn¿t stabilized. It was like constantly adjusting rabbit ears for a tv. Stimulation was reported in the patient¿s ribs, cutting off airway, and a zinging sensation. Stimulation was not in the right spot. It never stabilized. She also couldn¿t move while charging. Only if she sat in one specific spot would it work. Stimulation was supposed to go into her leg; it wouldn¿t or it would be so light. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).